Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no data in the black box or download histories from the time of the reported low bg due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, there was several power reboots observed in the black box history. Evaluation revealed a cracked battery compartment and a stripped battery cap, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was found not to maintain an electrical connection and the reported power loss was duplicated. A test cap was used for testing purposes with no further power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The animas cde involved with this contact determined that the pump was functioning properly. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter contacted animas on behalf of her husband (the patient) on (B)(6), 2010, alleging that the patient had several low blood excursions for the past 4 days. The reporter claimed that the patient's blood glucose levels had dropped into the "30's" mg/dl. In each case, the reporter claimed that she had to treat the patient with orange juice to bring his blood glucose level back into his normal range. The animas cde involved with the contact reviewed the pumps settings and verified that they were set correctly. The reporter denied that the patient had any changes in activity prior to the events. The animas cde advised the reporter to contact his health care provider for assistance with pump setting adjustments.